Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ultrasound findings raise the question of malpositioned essure device/migration') and autoimmune disorder ('autoimmune-type symptoms') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Medical conditions: physician implanted the essure device in plaintiff under general anesthesia with a laryngeal mask airway providing oxygen during the procedure. Concurrent conditions included allergy to metals and pregnancy test urine negative. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/rashes that had erupted over multiple parts of her body / allergy symptoms / hypersensitivity symptoms"), psychological trauma ("psychological injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraines") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, dyspareunia, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, alopecia, migraine and genital haemorrhage outcome was unknown and the fatigue and pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was concerned she was allergic to the essure device. She was seeking a physician who will remove device in order to address her symptoms. Discrepancy noted for date(s) of insertion: (B)(6) 2013 and (B)(6) 2013 left- 3 trailing coils and right - 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: results: findings raise question of malpositioned essure. Appearing structures within the endometrial cavity and along the posterior uterine margin to the left of midline. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2021: medical record received : reporter information, and rcc were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ultrasound findings raise the question of malpositioned essure device/migration') and autoimmune disorder ('autoimmune-type symptoms') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Medical conditions: physician implanted the essure device in plaintiff under general anesthesia with a laryngeal mask airway providing oxygen during the procedure. Concurrent conditions included allergy to metals. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/rashes that had erupted over multiple parts of her body / allergy symptoms / hypersensitivity symptoms"), psychological trauma ("psychological injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraines") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, alopecia, migraine and genital haemorrhage outcome was unknown and the fatigue and pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was concerned she was allergic to the essure device. She was seeking a physician who will remove device in order to address her symptoms. Discrepancy noted for date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2015: results: findings raise question of malpositioned essure. Appearing structures within the endometrial cavity and along the posterior uterine margin to the left of midline. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ultrasound findings raise the question of malpositioned essure device/migration') and autoimmune disorder ('autoimmune-type symptoms') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Medical conditions: physician implanted the essure device in plaintiff under general anesthesia with a laryngeal mask airway providing oxygen during the procedure. Concurrent conditions included allergy to metals. On (B)(6)2013, the patient had essure inserted. On (B)(6)2015, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On (B)(6)2016, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/rashes that had erupted over multiple parts of her body / allergy symptoms / hypersensitivity symptoms"), psychological trauma ("psychological injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraines") and genital haemorrhage ("abnormal bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, alopecia, migraine and genital haemorrhage outcome was unknown and the fatigue and pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was concerned she was allergic to the essure device. She was seeking a physician who will remove device in order to address her symptoms. Discrepancy noted for date(s) of insertion:(B)(6)2013 and(B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6)2015: results: findings raise question of malpositioned essure. Appearing structures within the endometrial cavity and along the posterior uterine margin to the left of midline. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: event genital bleeding added. Event rash was updated to meddra llt allergic rash. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ultrasound findings raise the question of malpositioned essure device') and autoimmune disorder ('autoimmune-type symptoms') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". Medical conditions: physician implanted the essure device in plaintiff under general anesthesia with a laryngeal mask airway providing oxygen during the procedure. Concurrent conditions included allergy to metals. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), rash ("allergy: rash/rashes that had erupted over multiple parts of her body"), skin disorder ("allergy:skin condition"), psychological trauma ("psychological injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss") and migraine ("migraines"). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, alopecia and migraine outcome was unknown and the fatigue and pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff was concerned she was allergic to the essure device. She was seeking a physician who will remove device in order to address her symptoms. Discrepancy noted for date(s) of insertion: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: results: findings raise question of malpositioned essure. Appearing structures within the endometrial cavity and along the posterior uterine margin to the left of midline. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psychological injury related to essure, bladder/urinary problems: vaginal discharge, vaginal infection, skin condition, hair loss, migraines, essure confirmation test not done were added .event rash clubbed with event rashes that had erupted over multiple parts of her body.date of insertion updated. Follow up 3 and 4 processed together. On 9-sep-2019: no new information was added. Fu 3 and 4 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.